Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) tachycardia episodes were ¿coming through as text¿ and were overwritten. It was reported that the device was not near the storage limit. It was further reported that there were markers at the top of the electrocardiogram (ECG) area, then a partial ECG and then a flat line at the bottom of the ECG area. It is also reported that a patient marked episode was not available after interrogation. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The device is planned to be explanted.